Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision, significant glare, unable to drive at night and clinical reason for explant being mechanical complication of iol. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) following the initial implant procedure. Additional information has been requested.